Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/18/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the ok and contrast keypad buttons were intermittently unresponsive. No damage was found to the keypad cover. The keypad cover was removed, and contamination was found under all button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed intermittently responding keypad buttons and contamination under keypad button contacts. This report is made based on results of investigation completed on 09/18/2014.